Event description:
Complainant alleged that while attempting to monitor a 56 year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including ECG stress testing, benching handling, and defib cycle testing without duplicating the report. The device was recertified and returned to the customer. The device activity logs were not available to review. No trend is associated with reports of this type.